Event description:
A customer observed lower than expected vitros tsh results for qc results on their vitros eci immunodiagnostic analyzer two days in 2008. Calibration and repeat analysis of qc fluids on the day of each event were acceptable. Pt results were reported during this period of time. There was no allegation of pt harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
An ocd field engineer went to the site, adjusted the well wash system and returned the instrument to expected operation. The customer calibrated following the service visit and obtained acceptable qc results. The root cause was determined to be instrument related and appropriate repairs brought the instrument back to expected operation.